Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) revealed a da error. The device data was not able to be sent to technical services for review. The technical services consultant discussed the da error was a temporary, self-correcting memory corruption. The device was functioning normally. No adverse patient effects were reported.